Event description:
It was reported that the merlin programmer exhibited an estimated battery longevity anomaly. The reported time until elective replacement indicator varied from the one that technical services had calculated. No intervention was performed.

Manufacturer narrative:
Device manufacturing date was not initially reported. The correct date should have been may 11, 2009.

Manufacturer narrative:
Correction: section initially reported as (B)(6) medical center (B)(6) with phone number (B)(6). The address was incorrectly submitted. The correct should have been reported. Section was incorrectly reported as other: user facility. The correct should be other: unknown. User facility was incorrectly checked in section and should not have been checked.